Event description:
It was reported that, "patient presented with groin pain, was cultured and infection was the diagnosis. Surgeon took patient to surgery, removed cup and replaced it with a 54mm bipolar shell. The surgeon observed upon cup removal that the acetabular was quite sclerotic."

Manufacturer narrative:
It cannot be confirmed that any device manufactured by stryker may have caused or contributed to the event.